Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that unit does not mesh the skin properly. The event timing was unknown but it was confirmed that there was no patient harm and no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the unit was not getting the skin meshed. The customer returned a meshgraft ii device, (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device needed preventative maintenance and the roller, cutter, gear, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the meshgraft ii on (B)(6) 2018 revealed that the cutter was damaged and the roller was worn. The calibration was within specifications. It was also noted that device passed the zimmer test criteria. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the cutter and roller. Meshgraft ii, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during initial inspection it was noted that device passed the zimmer test criteria. The root cause of the reported cannot be specifically determined with the provided information since the device passed the zimmer test criteria. The issue was resolved with the replacement of the cutter and roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.